Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant gave them a shock and since then they couldn¿t stand up or walk due to the vibration. The patient stated that it was very uncomfortable. The patient noted that the issues were inside and probably not from the therapy being turned on. The indications for use were non-malignant pain and failed back surgery syndrome.